Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, unit is operating 6.1 software and found multiple plv alarms and o2 flush enable. Vyaire medical advised fse (field service engineer) to run verification and return to service if passes. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us when unit had a high pitch sound, then ventilator went inop (inoperable) with black screen while unit was on a patient. Furthermore, there was no patient harm reported associated with the event. Patient was placed on a different ventilator.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. As per work order performed under (B)(4), fsr (field service representative) arrived onsite and sent logs to technical support. Technical support started to run verification test. Ran verification test and left vent on for 1 hour and a half. No issues were found. Handed device back to be placed back in service.